Manufacturer narrative:
The product was not received for investigation.

Event description:
The initial reporter, received a questionable glucose result from one patient sample tested, on the accu-chek inform ii meter with serial number (B)(4). The initial result at 10:31 am was 398 mg/dl. The repeat result at 10:38 am was 159 mg/dl. The repeat result was deemed normal and expected for the patient.

Manufacturer narrative:
The customer stated, that both qc levels passed prior to testing. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested, as part of routine retention testing. And results have passed the internal inspection.